Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl, and the cgm did not read "high." The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.